Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The patient stated they disconnected and then reconnected during drain 1. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated the event was reported to her and the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The label review found the labeling adequate for the use error in this complaint. The complaint was confirmed and the cause was determined to be use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.